Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in the ICU due to high blood glucose, with blood glucose of 50mg/dl at the time of the admission. The customer also had a low blood glucose reading of 54 mg/dl the night before the incident, but was not hospitalized or sought emergency medical assistance. The customer's pump did suspend and they treated for the low with food. The customer used the pump bolus feature to treat for the high blood glucose. The customer experienced symptoms such as nausea, vomiting, dka, and stomach ache. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was having issues with sensor glucose versus blood glucose differences of 200 points, and the sensor tape not sticking. The insulin pump will not be returned for analysis.